Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.